Event description:
The pump was returned for investigation. Investigation revealed a dim, fading, and reddish colored display and cracked battery compartment. This report is made based on results of investigation completed on 11/18/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/18/2014 with the following findings: the display was observed to be dim, fading, and reddish in color. The battery compartment was observed to be cracked below the bumper pad. The battery cap was not returned with the product; a test battery cap was used to verify steps. The pump case was removed and corrosion was found underneath the internal clock battery. (B)(4).